Event description:
Underwent a gill & white procedure l5-s1 with postero-lateral fusion l5-s1 with plates and screws. Subsequently, rptr was told sacral screw on right side was cracked. He was forced to undergo add'l surgery and treatment unnecessarily. Rptr has over 25% permanent impairment. He has a lumbar support brace. He has had physical therapy, a "work-hardening" program and psychological consult.